Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5149420.

Event description:
It was reported that the patient was suspected of an infection at the surgical site on the neck. Symptoms of redness at the lead site were noted. The physician confirmed that there was no infection. The patient was placed on antibiotics and was doing well.